Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on the jaw. The broken piece measures approximately 15.93mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Isi followed up with the initial reporter and obtained the following additional information. The issue happened in central processing outside of a surgical procedure. There were no fallen fragments neither has the patient returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument's grasping tip was broken off. No known impact or patient consequence was reported.